Manufacturer narrative:
The device was returned for analysis. The break was confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported break cannot be determined. The entrapment and subsequent treatments are due to the circumstances of the procedure. In this case it is possible the guide was damaged during insertion and broke during suture deployment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly, steps 1,2,3,and 4 were performed without issue. Aligned with deployment process, it was attempted to remove the device with folding lever. However, the device could not be removed, only resistance was felt. The lever went down, but the device did not come out. So it was decided to remove the device after cutting about 5cm into the skin. When the device was simply pulled out, there was a distal guide break (remained in one piece). Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.